Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the multiple cubies were failed. A field service engineer assisted the customer to reboot the device to resolve the issue, customer successfully recovered. The system functioned as intended after the field service engineer assisted the customer to resolve the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple cubies (20 plus) were reported as failed with a device not found on bus warning; when attempting to recover storage space, the drawer opened, but none of the cubies lifted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.